Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that during stent assisted embolization of the left ophthalmic internal carotid artery (ica), the subject guidewire perforated a perforator in the cavernous ica, which caused an arteriovenous fistula in the cavernous carotid segment of the ica. Post procedure imaging did not reveal any signs of extravasation into the subarachnoid space. Ophthalmological examination did not reveal increased intraocular pressure or any other signs of a carotid cavernous fistula. This fistula was asymptomatic and no treatment was required. The following day, the patient was discharged home and doing well at home&#56205;

Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. The reported guide wire perforation of the carotid artery at the level of the cavernous segment caused a carotid-cavernous fistulae. Based on the event description and additional information received, the breach was apparently minimal as no additional treatment was necessary and without any adverse clinical consequence to the patient. The vessel perforation/damage is a known complication associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during stent assisted embolization of the left ophthalmic internal carotid artery (ica), the subject guidewire perforated a perforator in the cavernous ica, which caused an arteriovenous fistula in the cavernous carotid segment of the ica. Post procedure imaging did not reveal any signs of extravasation into the subarachnoid space. Ophthalmological examination did not reveal increased intraocular pressure or any other signs of a carotid cavernous fistula. This fistula was asymptomatic and no treatment was required. The following day, the patient was discharged home and "doing well at home".